Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Per the procedure report, the patient presented to the hospital at 10:30 pm on (B)(6) 2016; however, it was documented that the patient was under sedation for 2 hours and 15 minutes. Therefore, it is unknown whether the enterprise stent was implanted on (B)(6) 2016. Concomitant medical products: codman 6 fr envoy mdp da guide catheter, roadrunner wire, prowler select plus, fathom microcatheter, solitaire 4 x 40, penumbra 3 max. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an enterprise stent 2 (enf403000/10678110) was used during a thrombectomy procedure where the stent was placed successfully; however, the patient experienced new respiratory distress and left sided weakness postoperatively. On (B)(6) 2016, the patient presented to the (B)(6) hospital ER with an acute stroke, ¿code white¿, with symptoms of slurred speech and right hemiplegia. CT angiography of the brain was performed and revealed a filling defect in the basilar artery. IV tpa was administered by neurology and she was transferred to sunrise hospital for intervention. Angiography demonstrated an irregular eccentric filling defect in the basilar artery which could be thrombus, atherosclerotic plaque and/or dissection (tear in the artery wall). Thrombectomy attempts were not successful and an underlying dissection was felt to be the etiology. The only method to open the intracranial portion of the dissection was to place an enterprise stent 2 (complaint product) which is flexible enough to be manipulated through the vertebral artery as it passes through the skull base. The enterprise stent 2 was placed successfully and blood flow to the brain was restored. Postoperatively, the patient had new respiratory distress and left sided weakness. A follow up CT showed an acute pontine infarct and cta confirmed patency of the stent. The pontine stroke is a complication of the dissection and not related to the placement of the enterprise stent 2. The patient is currently being monitored in the neuro ICU. In summary, the patient had a condition that would have resulted in a high likelihood of severe debility if not treated. This necessitated emergent treatment including the placement of an enterprise stent 2 in the basilar artery. No other generally accept able alternative for treating the patient was available during the procedure. In formed consent for the enterprise stent 2 was not obtained prior to the procedure because its use was not anticipated. Acknowledgment of the use of the enterprise stent 2 was obtained from the family after the procedure by reviewing the enterprise stent 2 consent form with the patient. The icf was then signed and witnessed.